Event description:
It was reported that there was a leak in the patient's connection, which caused the fluid to be counted and air to be injected. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6). H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 9617604-2024-00737 for all details pertinent to this event.